Event description:
It was reported on (B)(6) 2021, a 32mm sjm rigid saddle ring was implanted. Post implant, during a routine chest x-ray a pneumothorax was noted. It is thought that the pneumothorax was caused a thorax drainage. No medical intervention was performed. The patient was reported to be in stable condition and since has been discharged.

Manufacturer narrative:
An event of pneumothorax and soft tissue emphysema were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 32mm sjm rigid saddle ring was implanted. During procedure a pneumothorax was noted. A thorax-drainage was set. The patient was reported to be in stable condition. Additional information has been request but has not been obtained at this time. (B)(4).